Event description:
It was reported that during set up inspection in tka procedure the jii tray shell and oval tray outer shell were found with black coating on the bottom. The coating flaked off during sterilization so they had to be reprocessed because of this. Case delayed about 30 min to begin reprocessing. The surgeon decided to start the case as the instruments were going to be needed later in the case. Spd delayed 10 min more than expected and unfortunately it was a ¿wet load¿ and the trays had to be flashed delaying the surgery an additional 30 minutes. Procedure concluded with the same devices. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the pictures were reviewed and the flaked coating was confirmed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.